Manufacturer narrative:
(B)(4).

Event description:
It was reported that this rv lead was removed due to insulation failure and potential fracture. No adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular approx. 32.5 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the coating of the conductor cable to the svc shock coil and of the conductor cable to the ring electrode was damaged. During the electrical analysis a short circuit between the conductor cable to the svc coil and the inner coil was measured due to the insulation damage. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation were detected which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.